Event description:
It was reported that (1) device was used during an unknown procedure. It was reported by the affiliate that the tlc75 staples malformed. The surgeon put some overstitches to close the tissue. The device was discarded.